Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 450cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast shrinking, post-procedure. The left breast implant was reported to be getting smaller. As a result, the patient elected for removal and replacement surgery on (B)(6) 2021. During the surgery, the patient was also diagnosed with bilateral breast capsular contractures (baker grade iii) along with the left breast implant deflation. Subsequently, the patient underwent bilateral capsulotomy and partial capsulectomy. The devices were removed and replaced with the following: (left) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9657437 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9657437 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant were reported under mrn: 1645337-2021-12662.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).